Manufacturer narrative:
The complaint allegation was not confirmed. Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper device technique.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1288qt-90 acl fibertag would not tighten. This occurred during an acl reconstruction on (B)(6) 2023, they inserted the implant, but it would not tighten. The device was cut out and replaced with another implant. There was no patient effect reported.